Event description:
The customer reported that a monitor did not alarm when a pt went into v-tach and v-fib.

Manufacturer narrative:
The customer reported that there was no alarm at the central station for vtach/vfib. Spoke with the clinical nurse educator who stated that there was a death, but it was not reported to the risk mgr. Testing of the device by the hospital's biomedical engineer, confirmed it was working to specs. A review of ECG strips from wave review indicated that in late 2008 beginning at 16:59:27 until 17:00:47, the pt's pacemaker was firing and capturing appropriately. Beginning at 17:00:52, the pt's pacemaker was firing and not capturing, which can be caused by the heart muscle dying. There were numerous beats labeled "v" for ventricular beats and "a" for artifact noted on the strip. The rhythm did not meet the criteria for a vtach alarm which includes>5 pvcs in a row with a hr>100/min. The rhythm deteriorated at 17:01 into an agonal rhythm not meeting any arrhythmia alarming criteria--with pacemaker spikes noted without associated capturing. The last wave review data page indicated beats labeled as "I", indicating an inoperative condition, such as a "leads off" condition and "?" In which there is insufficient info to classify the beats. Based on the available info and while there is no indication of a device malfunction, the device is not deemed to be a factor in this pt's death because the deterioration of the pt's condition could not have been prevented. As the heart muscle died the pacemaker continued to fire, but there was no capturing noted.